Event description:
It was reported that the lens tilted approximately 1 month post-op. The patient complained of double vision. A yag procedure was performed on (B)(6) 2014. The reason for yag was not provided. This report pertains to the patient's left eye.

Manufacturer narrative:
The lens remains implanted. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.